Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only that patient's age was provided, therefore a default date of birth has been listed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle was not functioning. The following information was provided by the initial reporter: blood sugar high [blood glucose increased]. Patient administered less dose of humalog due to humapen luxura hd device issue; ns blood sugar increased [accidental underdose]. This solicited case, reported by a consumer via a patient support program (psp), to report adverse events and product complaint (pc) concerned a (B)(6) (at the time of initial report) female. Medical history included diabetes since 4 years ago (at the age of reported). Concomitant medication included insulin glargine used for the treatment of diabetes the patient received insulin lispro (rdna origin) injections (humalog), from cartridge via a reusable pen, at a sliding scale (13,14,15 iu), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2017. On an unknown date, after starting insulin lispro therapy, humapen luxura half dose pressed hard, got stuck and did not pressed. Bdmicrofine needle tip was being used. On an unknown date in (B)(6) 2021, she had a high blood sugar (values and units not provided). Patient father stated that when he administered another syringe, then her blood sugar was normal. He also stated that sometimes cartridge was defective and due to this her blood glucose increased which was improved after changed the cartridge and also, color of the insulin was normal, but that while insulins normally smell, these defective insulins did not, and their color was sometimes like white. Information regarding the corrective treatment and outcome of the events were not provided.